Event description:
Per information provided, the patient was admitted 18 months after undergoing single cypher select plus implantation with recent onset of chest pain and non-q wave myocardial infarction. CT performed showed a broken stent in the circumflex artery with the proximal part, about 15mm in length, patent and located in the proximal circumflex artery without distal runoff. The second part of the stent is located in the proximal (om) obtuse marginal with detectable flow and totally occluded. Total occlusion was seen between the two parts of the stent and also after the stent, tiny distal runoff filled with by collaterals. The a pci procedure was conducted two days after admission, and the angiogram showed a fracture stent in the mid-portion with migration of the distal part and total occlusion of the previously 95% stenotic (om) obtuse marginal branch with late appearance of distal om via collaterals. After many attempts to cross the distal part of the fracture stent, it was not possible. Medical follow-up suggested, and if there is objective ischemia in the following studies, bypass surgery is recommended.

Manufacturer narrative:
The patient was on aspirin, lipitor and plavix. The product remains implanted. Additional information will be submitted within 30 days of receipt.